Manufacturer narrative:
Correction to b5: this report is being filed to correct information that was submitted in the initial report indicating a change in shock lead impedance measurements. A company representative clarified that the lead was not removed from service due to abnormal lead measurements, rather the patient was scheduled for radiation therapy and an elective decision was made to move the implant system to the other side of the body.

Event description:
It was reported that this implantable defibrillation lead was surgically abandoned as part of a system revision to move the patient's system to the other side of the patient's body for radiation therapy purposes. A new system was implanted successfully. No adverse patient effects were reported. Additional information received weeks after the procedure noted a previous change in shock impedance trends from the 80-ohm range to the 30-ohm range, however they were not concerned as change in measurements was within normal limits.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a drop in shock impedance measurements from 80 to 30 ohms. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.